Manufacturer narrative:
The device was returned for analysis. The reported leak was able to be confirmed. Device history record (DHR) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified five other similar incidents from this lot. 3 sterile/unused devices were received and analysis was performed per returned goods handling procedure. All the samples were visually inspected with no anomalies noted. All samples were functionally tested and passed with no anomalies noted. The investigation determined the reported difficulties appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The indeflator was noted to have a leak of contrast upon inflating the balloon or stent. Another indeflator was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.